Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The g2 field was corrected as health professional was not marked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the angulated insertion section was pushed or manipulated with excessive force. The event can be detected and prevented by handling the device in accordance with the instructions for use: operation manual operation 4.1 warnings and cautions: operation ¿ do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. ¿ do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged. ¿ set the brightness of the light source to the minimum level necessary to perform the procedure safely. ¿ if the endoscope is dropped or the distal end of the endoscope receives hard impact, the endoscope may be damaged even if a crack or chip of the lens on the distal end can not be found. Stop using the endoscope and contact olympus. ¿ the observation of the x-ray image may interfere with the endoscopic image. This is normal and does not indicate a malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the bending section cover was leaking, and the plug unit housing was damaged this event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the uretero-reno videoscope had visible damage on the tip. The issue was found during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the bending section was broken and metal parts were protruding through the bending section cover. The report is being submitted due to the defect found during evaluation.